Event description:
Asr revision reported via sales rep; asr xl; left; reason(s) for revision : pain and cup loosening. Update rec'd 3/11/2015. Medical records received. Upon revision, a large pseudocapsule, granulomatous tissue, a large effusion, wear debris and corrosion on the trunnion were noted. The stem remained in situ. The head, sleeve and stem are being reported. This complaint was updated on: 04/09/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.